Event description:
An operator removed a cup of steris 20 sterilant concentrate from the steris system 1 processor after the completion of a sterile processing cycle. The operator noticed that some fluid still remained in the sterilant cup. Operator proceeded to dispose of the fluid into the sink by running water into the cup. As the water hit the cup it caused residual fluid and vapors to emit out of the top. The operator inhaled these vapors and reported a burning sensation inside their nasal passages and throat. A few days after the incident the operator was diagnosed with lower lung hypertenion and pneumonia.